Event description:
Customer reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to call back if the malfunction code reappears.